Event description:
Information received by medtronic indicated that the insulin pump had crack on the battery compartment. Customer stated that water was showing in the battery compartment. No harm requiring medical intervention was reported. The device was returned for analysis.

Manufacturer narrative:
(B)(4). Insulin pump passed the displacement test and self test. Test p-cap and reservoir locked properly into reservoir compartment during testing. Pump was cut open to perform visual inspection and found evidence of moisture damage on the electronic assembly (electrical board 1). The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, cracked case (battery tube), missing serial number label, corroded battery tube, and minor scratches on lcd window. In summary, customer allegation for cosmetic damage was confirmed during visual inspection where cracked case (battery tube) was noted. Exposure to moisture was confirmed on electrical board 1 and corroded battery tube.